Event description:
It was reported that during a ptca procedure, the balloon ruptured and the physician experienced removal difficulties. Upon removal it was noted that the balloon had ruptured circumferentially. No pt injuries or complications occurred.